Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported excessive downstream occlusion alarms were reproduced and confirmed through evaluation. The evaluation determined the downstream sensor to be the failing component which caused this condition. The fluid number readings from this sensor were above specification with a fluid filled set. The failed downstream sensor was replaced.

Event description:
It was reported a spectrum pump hadexcessive downstream occlusion alarms. It was also reported there was no patient injury.